Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed an alert for upper out of range high voltage lead impedance measurements. A programming change and performing an induction test were recommended. The physician could continue to monitor the patient with routine follow up. No further information is available.